Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump harder to press. The customer¿s blood glucose was unknown. Customer reported that the insulin pump rejected new batteries straight out of the package. Customer reported that they also had a unexplained no delivery alarms and battery life was diminished. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.